Event description:
Caller reported a cracked and shattered touchscreen, rendering the touchscreen unresponsive and preventing interaction with the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.